Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the reported issue was resolved by re-seating all connections within the charger cage. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system battery indicator light was blinking and pink colored. There was no patient present when this issue was identified. No additional information was provided.